Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observation with the caller and troubleshooting techniques. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that this system exhibited a shock impedance measurement of 128 ohms. No adverse patient effects were reported.